Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative regarding the patient's symptoms and rapid battery depletion. It was reported that the cause of warmth at the implant site was not determined. Imaging was performed and came back unremarkable. The patient was advised to slow the charging speed and recharge the battery more frequently. It is unknown if the rapid battery depletion and symptoms have resolved, and the patient is scheduled to follow up with their healthcare provider in a few weeks. This information has been confirmed by the physician.

Event description:
It was reported that there was difficulty connecting the tablet to the patient's newly implanted implantable neurostimulator during a deep brain stimulation procedure, with multiple unsuccessful attempts over more than 30 minutes. The patient experienced a sensation of something "sitting on the chest," lightheadedness, chest tightening, difficulty breathing, and warmth at the implant site during charging of the implant. A prolonged pressure feeling at the implant site persisted for a few hours after charging. The patient reported rapid battery depletion, requiring charging every other day, and initially had difficulty charging the implant, which required applying pressure to charge while the site was still healing. After healing, pressure was no longer needed, but the pressure sensation continued. The patient also described warmth radiating from the implant site into the shoulder and nausea during recharging. An impedance issue was noted on c0 monopolar only (3,125 ohms) when connected to the device. The patient was sent for imaging. Troubleshooting steps included canceling and retrying the connection, closing and reopening applications, restarting the tablet, and attempting to connect with a cable, but the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.